Event description:
The suture of the drainage catheter broke and detached in the pt upon removal following a biliary drainage procedure. Upon removal of the drainage catheter resistance was felt after half of the catheter had been removed. At that time the suture broke. The catheter was removed without incident and dilators were used to retrieve the detached suture. The physician feels a piece of suture may be left in the pt. No further retrieval attempts will be made. A laceration of the biliary tree, believed to have occurred simultaneous with the broken suture, required transfusion of two units of blood. To date the device has not been received for evaluation. When and if the device is returned, a supplemental medwatch will be filed under the appropriate sequence number.